Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the vizigo valve was dislodged when physician tried to put the octaray catheter in. There was no patient consequence. The vizigo was in the patient when issue occurred, blood was observed to leak out of the valve; blood lost was very little ~ 5ml. The hemostatic valve appeared to have dislodged outside the hub. The issue was resolved when sheath was replaced. No air entered the patient¿s body. The procedure completed successfully.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record review was performed for the finished device 60000743 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 4-feb-2026, additional information was received indicating that, yes, the hemostatic valve did dislodge externally out of the hub and brim cap. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).